Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. It was verified that the unit does not have spco enabled. Spco measurements are not possible without an spco upgrade to this device. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the rad-57 yields inaccurate spco readings. No values available. No comparative devices were used. No known impact or consequence to patient,